Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged tubing was confirmed. The product returned for evaluation was one 20g powerloc max infusion set. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "hole at the attachment point of the spigot plug to the tube. Pac pierced for several days. Infusion connected, after 30 minutes blood comes back into the tube of the needle and the pediatric patient is full of blood. There is a visible hole at the point of attachment of the needle stopper to the tube."

Event description:
It was reported by the customer "hole at the attachment point of the spigot plug to the tube. Pac pierced for several days. Infusion connected, after 30 minutes blood comes back into the tube of the needle and the pediatric patient is full of blood. There is a visible hole at the point of attachment of the needle stopper to the tube."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.